Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the attached video confirms the reported issue of broken phacoemulsification tip. The video also confirms that the other instrument is right next to the phacoemulsification and appears that it might have touched the phacoemulsification tip. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The attached video confirms the report of broken phacoemulsification tip, however because a sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. A potential contributing factor to the broken phacoemulsification tip is that it potentially was hit or touched another instrument during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100 percent visually inspected by trained operators using 30 times magnification during the manufacturing process. The system's owner's manual provides detailed cautions that metal particle generation or breakage can occur when the phacoemulsification tip comes in contact with another instrument. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the balanced tip broken inside the eye during chopping. Physician noticed it well on time and took it out carefully. The procedure type was unknown. There was no patient injury. Additional information received that the grade three quadrant removal power setting were used and total lose of phacoemulsification power. The procedure type was cataract surgery. There was no patient harm and injury.